Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed external and internal inspections. Temperature verification testing was performed and the device passed. The pneumatic system was tested and found no issues. An accuracy confirmation test was performed and the device failed. An inspection of the door assembly found the piston foam to be deteriorated and the door piston to be cracked. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.